Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an open hepatectomy, at the first firing, the knife moved forward about 18mm and returned to home position on the way. At the 2nd firing, the knife moved forward about 20mm and returned to the home position on the way. The device was used on the glisson capsule of the left segment. The surgeon did not attempt the releasing device process such using the knife reverse switch when the event occurred. No unusual sound was heard during use. The surgeon fired the device dividing several strokes. Another device loading another cartridge was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). D4: batch # t5e29x. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with two ecr60b cartridge reloads presents. The cartridge reloads were received partially fired 1/3. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. In addition, the device was disassembled to verify the condition of the internal components and no anomalies were noted. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.